Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360-361 mg/dl and high ketones which were identified as life threatening; cause was not known. The customer attempted to resolve the issue by increasing their basal rate, however, this was unsuccessful. The customer then went to the emergency room (ER) where they were subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous (IV) fluids of saline and insulin which resolved the issue. No permanent damage was sustained. A full pump and supply system check revealed the pump was working as intended; no issues were identified. Multiple attempts were made to confirm the hospitalization release date; however, no response was received.